Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized due to low blood glucose and diabetic coma on unknown date with blood glucose of unknown. Customer had not used the insulin pump since last (B)(6). Customer's daughter was declined troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Information related to event date in summary narrative in initial report was incorrect. Correct information has been provided with this report. (B)(4).

Event description:
The customer's hospitalization date was (B)(6) 2019.

Manufacturer narrative:
Additional information related to hospitalization is received which was not included with previous report. The information has been provided in this report. (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to high blood glucose. The customer was also treated for diabetic coma in hospital.